Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
It was reported that the ventilator shut down while it was connected to a patient. No patient injury was reported.

Manufacturer narrative:
It was reported that the ventilator shut down on patient. Dräger received this report more than one year after the event via user facility report. As in the meantime a software update has been performed, the device log was already deleted. Therefore an analysis for the reported event is not possible. On (B)(6) 2014, some days after the event, a draeger service technician has checked the device on site. He had observed "cockpit restarted" entries in the log, which was still available at that time. No other device related error entries have been identified during this visit. The device has been checked without findings and returned into use. If the device performs a cockpit restart the ventilation is continued via the v500 ventilator. Relevant ventilation parameters are displayed on the oled display and acoustical alarms can be given by the v500 too. In case of a complete restart alarm is generated, the patient system is opened to atmosphere to allow spontaneous breathing, and after about 10 sec the ventilation will be continued with the previous settings.

Event description:
Please see initital report.